Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of high pacing and hv lead impedance measurements were confirmed via review of device information. The device was tested on the bench and using automated test equipment and no anomalies were observed. The device header was tested and no anomalies were observed. The cause of the impedance anomaly could not be conclusively determined.(B)(4).

Event description:
It was reported during implant both right ventricular pacing and high voltage lead impedance were high and out of range. The lead insertion to device header was not as easy as expected. Device header issue was suspected. The device was replaced and returned.